Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was doing a fixed prime and he was unable to finish priming due to the insulin pump timing out for 2 1/2 hours, so he was unable to get his basals. Customer's blood glucose levels at the time 193mg/dl. No additional information was provided.